Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear, which was confirmed by the provided implant images. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
As reported via legal documental the patient had a left knee replacement on (B)(6) 2015. The device has not been explanted. The patient has experienced daily pain and discomfort in his left knee. The patient has suffered debilitating injures, including but not limited to, pain and discomfort; swelling; gait impairment; poor balance. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices¿failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitants: 02-010-03-0230 - logic cr femoral cem, left, sz 3 4046799, 02-012-45-3040 - lgc tibial fit tray cem sz 3f / 4t 2950298, 200-03-35 - one peg patella 35mm 2889553, 203-88-11 - (11-2954) ao/sodem 90x25x1.27 sawblade 57013. Pending investigation.